Manufacturer narrative:
(B)(4)

Event description:
It was reported there was externalized conductors on the lead.

Event description:
Additional information received indicated that the externalized conductors were found via review of diagnostic imaging during a routine device change out. There were no electrical issues. The lead will remain implanted and the patient will continue to be monitored.